Event description:
During procedure (left intramedullary nailing of femur) to realign a fracture, the physician instructed the sales rep (from the co that mfg the nail) to increase the traction. When the sales rep started to turn the traction handle, a loud noise was heard. All attempts to increase the traction ceased. The pt's foot had partially slipped out of the traction boot. The surgeon broke scrub and secured the left foot again into the traction boot. Pt did not sustain any injury and then proceeded with the surgery without further incident.

Manufacturer narrative:
No mechanical problems noted with the fracture table. Problem was determined to be user error by customer.